Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A patient reported that following intraocular lens (iol) implant procedures, her eyes burned and felt irritated. The patient indicated that she had been prescribed cyclosporine eye drops and was also told to use artificial tears four times a day. This report is for the second eye reported. Additional information has been requested.